Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant an xray of the electrode was performed to assess position of electrode. It was noted that the electrode tip had curled up. Technical services discussed that the tip may not have been on facial plane. Additional information was received from the field indicating that the electrode was not on the facial plane and it had migrated within the tissue. The electrode was successfully revised. No additional adverse patient effects were reported.